Event description:
It was reported that air bubbles were observed within the cartridge tubing. The customer experienced an elevated blood glucose (bg) level displayed as "high"; although a specific value was not provided. The customer delivered a correction bolus via the pump to address the bg. Tandem technical support educated the customer that champagne sized bubbles should not affect bg's.